Event description:
The customer contacted baxter's technical service center to report a disconnection while using the home choice (hc) device. The home patient (hp) stated that the patient line disconnected during therapy. The baxter technical representative (tsr) assited the hp to end therapy early. The hp will discard supplies and inform peritoneal dialysis registered nurse (pd rn) the next day. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.